Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported, which was reported as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was report that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which resulted in peritonitis. On an unreported date, the pt reused the equipment (details not provided) and an exchange was done in the hospital ward. Three days prior to this report, the pt experienced peritonitis. One day later, the pt was hospitalized for peritonitis. On an unreported date, the pt was treated with an injection with fortum (1gm, once daily, intravenous), (IV) and an injection with vancomycin (1gm, once daily, IV) for peritonitis. Concomitant therapy was not reported. On an unreported date, the pt was re-trained in aseptic procedures for pd therapy. Additional information was requested but is not available.